Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14ryb, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. No device analysis was performed;the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the lead and implantable neurostimulator were removed on (B)(6) 2016 due to a staphylococcus aureus infection. The patient was implanted for gastrointestinal/pelvic floor.

Event description:
Additional information reported that the cause of the staphylococcus aureus was not determined and there was no trauma at the site. The late infection date of implant was (B)(6) 2016 during which patient became infected and was treated with oral antibiotic. The patient was presented in the clinic on (B)(6) 2016 with tender, not red draining clear fluid with mild purulence at the site and the lateral aspect of the wound open and no tenderness. The patient was started on antibiotics (keflex). Smear was collected and culture and was negative for acid fast bacilli. No anaerobic organisms isolated. There was no fungi isolation, no nocardia isolated and no fungi elements seen. The patient return to clinic on (B)(6) 2016 with increase in drainage and was taken to operation room for explant. It was noted that the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.